Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately seven months post filter deployment, it was alleged that the filter tilted and perforated the vena cava wall.the device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure.the patient experienced abdominal pain and was diagnosed with pulmonary embolism post implant. The current status of patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary:the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one month twenty-two days of post deployment, a computed tomography of chest was performed for shortness of breath and chest pain. The study showed that filling defect in the right main pulmonary artery compatible with an acute embolism. On the same day, ultrasound abdomen was performed for filter check. The study showed that the filter with the tip pointing to the right side of the inferior endplate of the l1 vertebral body. On the next day, a computed tomography of abdomen and pelvis was performed for filter check. The study showed that the filter was positioned below the renal veins. The filter struts penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. The filter was tilted posteriorly with its proximal cone lying on the wall of the inferior vena cava possibly embedded in it. Around, five months and twenty-six days later, patient presented for inferior vena cava filter removal. Through the right internal jugular vein approach, a catheter was passed below the level of the inferior vena cava filter. Inferior vena cavogram demonstrated normal caliber of the inferior vena cava without evidence of any anatomical variation. No evidence of thrombus was noted. Two of the anchoring hooks of the filter appears to be extended to the right sidewall of the inferior vena cava. Through the sheath, gooseneck and cloverleaf snare was introduced. Multiple attempts were made to engage the filter apical with the snare however were unsuccessful. An angioplasty balloon was advanced over the guidewire and positioned to the left side of the filter. The balloon was inflated in attempt to disrupt the apical clock from the left side wall of the inferior vena cava. This was unsuccessful. After these unsuccessful attempts to engage the apical hook of the filter it was decided to leave the filter in place as its hook was completely embedded in the left wall of the inferior vena cava. A repeat vena cavogram demonstrated normal caliber of inferior vena cava without evidence of thrombus or extravasation. Around, five months and twenty-one days later, patient presented for inferior vena cava filter removal. Through the right internal jugular vein approach, catheter was advanced into the lower inferior vena cava then passed below the level of the filter. Inferior vena cavogram demonstrated normal caliber of the inferior vena cava without evidence of any anatomical variation. No evidence of thrombus was identified. A sheath was placed superior to the hook of the filter. A cook gunther tulip filter retrieval kit was advanced through the sheath. A catheter was inserted through the sheath to cannulate the subapical space between the filter hook and the posterior wall inferior vena cava. The wire was then snared with a gooseneck snare also inserted through the sheath. The sheath was advanced over the filter which was then retrieved. Repeat inferior vena cavogram demonstrated no caval injury. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 01/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2021).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately seven months post filter deployment it was alleged that the filter tilted and struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient experienced abdominal pain and was diagnosed with pulmonary embolism post implant. The current status of patient is unknown.